Event description:
Reportedly, during a regular pacemaker check on (B)(6) 2013, the device was functioning in nominal settings because elective replacement indicator (eri) was reached (battery impedance was at 10.00 kohm). The previous follow-up was performed on (B)(6) 2013 and the time to eri displayed on the programmer at the time was 15 months +/- 1month (battery impedance was at 5.04 kohm). It was reported also that atrial pacing threshold and pacing % were high. The device was replaced and will be returned for analysis. An explanation concerning the incorrect time to eri displayed is also requested.

Manufacturer narrative:
This events concerns a device that was manufactured and used outside the united states. Analysis is pending.